Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported e.r. Visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. [No lot release records were reviewed, as the product lot number was not provided.] The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported her son's blood glucose levels reached high (> 500 mg/dl)and as a result went to the hospital. The pod was deactivated and she noticed cannula was bent.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure of cannula clicked but did not insert was not confirmed. The pod was received with cannula fired and needle fully retracted. Release records were reviewed and the product lot met all acceptance criteria.the omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."